Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference 1627487-2011-04083. The patient received her scs system on (B)(6) 2009. The patient reported losing all stimulation. It was reported on (B)(6) 2011 that the patient had one lead and one extension replaced due to fractures. Once removed, the lead had a partial fracture, and the extension had a fracture of all the wires. It was reported that contact number 2 on the lead was invalid, and all of the contacts on the extension were invalid.